Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, there was noticed that there was no lasing in the tube at all. The reported allegation was confirmed. The fse replaced bobbin and laser came back. Preventive maintenance was performed, mirrors were checked, and power meter was recalibrated. The micromanipulator was also checked for focus and depth, and it was noted that the digital moves both ways. The articulated arm alignment was checked adjusted perfectly as the aiming beam was slightly having a move around in run out process. All the arm mirrors were checked and cleaned as necessary to enhance power. Calibration was also performed. Tested in service mode zero energy for maximum voltage indicating a fault in either the shutter beam combiner assembly, bobbin or hvps. After the field service engineer performed the replacement of the bobbin and the adjustment of the console, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The issue found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console started a fire in the patient. No error codes were displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction to field h6: patient codes the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, there was noticed that there was no lasing in the tube at all. The reported allegation was confirmed. The fse replaced bobbin and laser came back. Preventive maintenance was performed, mirrors were checked, and power meter was recalibrated. The micromanipulator was also checked for focus and depth, and it was noted that the digital moves both ways. The articulated arm alignment was checked adjusted perfectly as the aiming beam was slightly having a move around in run out process. All the arm mirrors were checked and cleaned as necessary to enhance power. Calibration was also performed. Tested in service mode zero energy for maximum voltage indicating a fault in either the shutter beam combiner assembly, bobbin or hvps. After the field service engineer performed the replacement of the bobbin and the adjustment of the console, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The issue found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console started a fire in the patient. No error codes were displayed. The patient had a widespread redness in tissues on around the target area. No further information was provided.